Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Additional testing was performed both the previous day (B)(6) 2023)and earlier the same day (B)(6) 2023)using quickvue tests via an unknown swab that generated a negative result and an invalid result, respectfully. Confirmation testing was not performed. The customer reported that he was presenting with an "itchy throat" at the time of testing, but that he is "feeling well". No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on 10feb2023 on a nasal swab. Additional testing was performed both the previous day ((B)(6) 2023) and earlier the same day ((B)(6) 2023) using quickvue tests via an unknown swab that generated a negative result and an invalid result, respectfully. Confirmation testing was not performed. The customer reported that he was presenting with an "itchy throat" at the time of testing, but that he is "feeling well". No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214658 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 214658, test base part number 195-430wjr / lot: 212683. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214658 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could have been related to the specific patient sample. H3 other text : single use; device discarded.